Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon evaluation, esd 700 and the u727 and u728 processors were internally thermally damaged on the distribution node pca board. The cause of the inability to communicate with the monitor and failed testing is the damaged esd700, u727, and u728. The root cause of the shorted processors cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.